Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise ("horrible malaise") and candida infection ("constant infections (candidiasis)"). The patient was treated with surgery (fallopian tubes had to be removed). Essure was removed. At the time of the report, the medical device removal, malaise and candida infection outcome was unknown. The reporter considered candida infection, malaise and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('positive test for nickel allergy') and device dislocation ('right side device appears displaced towards her torso') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination and pelvic venous thrombosis (during gestation). Concomitant products included levonorgestrel since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced back pain ("pain in lumbar region"), vulvovaginal candidiasis ("constant infections / recurrent candidiasis"), abdominal pain ("strong abdominal pain") and abdominal discomfort ("abdominal discomfort"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("bilateral pelvic pain"), genital haemorrhage ("haemorrhages"), pelvic congestion ("significant pelvic congestion"), peripheral swelling ("swelling of her lower extremities"), inflammation ("inflammation"), malaise ("horrible malaise") and headache ("headaches"). The patient was treated with analgesics and surgery (fallopian tubes had to be removed). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device dislocation, back pain, vulvovaginal candidiasis, abdominal pain, abdominal discomfort, pelvic pain, genital haemorrhage, pelvic congestion, peripheral swelling, inflammation, malaise and headache outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, back pain, device dislocation, genital haemorrhage, headache, inflammation, malaise, pelvic congestion, pelvic pain, peripheral swelling and vulvovaginal candidiasis to be related to essure. The reporter commented: essure device was inserted without any apparent complications diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive for nickel toxicity, one of the essure components. Allergy index value was 5.4, its a positive allergy reaction1. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: final report ticked. Case closed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('positive test for nickel allergy') and device dislocation ('right side device appears displaced towards her torso') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination and pelvic venous thrombosis (during gestation). Concomitant products included levonorgestrel since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced back pain ("pain in lumbar region"), vulvovaginal candidiasis ("constant infections / recurrent candidiasis"), abdominal pain ("strong abdominal pain") and abdominal discomfort ("abdominal discomfort"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("bilateral pelvic pain"), genital haemorrhage ("haemorrhages"), pelvic congestion ("significant pelvic congestion"), peripheral swelling ("swelling of her lower extremities"), inflammation ("inflammation"), malaise ("horrible malaise") and headache ("headaches"). The patient was treated with analgesics and surgery (fallopian tubes had to be removed) and essure was removed on(B)(6) 2018. At the time of the report, the allergy to metals, device dislocation, back pain, vulvovaginal candidiasis, abdominal pain, abdominal discomfort, pelvic pain, genital haemorrhage, pelvic congestion, peripheral swelling, inflammation, malaise and headache outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, back pain, device dislocation, genital haemorrhage, headache, inflammation, malaise, pelvic congestion, pelvic pain, peripheral swelling and vulvovaginal candidiasis to be related to essure. The reporter commented: essure device was inserted without any apparent complications. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive for nickel toxicity, one of the essure components. Allergy index value was 5.4, its a positive allergy reaction1. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: follow up was received from lawyer and this record was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2020-00611) which will be deleted from bayer safety data base after all information was transferred to this record # (B)(4) which will be retained. New: new reporter added: lawyer. Patient initials amended, medical history, concomitant drug were added. Test data added. Essure treatment dates and indication were added. Events were added: allergy to metals, device dislocation, abdominal pain, back pain, abdominal discomfort, headache, peripheral swelling, pelvic congestion, genital haemorrhage, pelvic pain and inflammation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('positive test for nickel allergy') and device dislocation ('right side device appears displaced towards her torso') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination and pelvic venous thrombosis (during gestation). Concomitant products included levonorgestrel since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced back pain ("pain in lumbar region"), vulvovaginal candidiasis ("constant infections / recurrent candidiasis"), abdominal pain ("strong abdominal pain") and abdominal discomfort ("abdominal discomfort"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("bilateral pelvic pain"), genital haemorrhage ("haemorrhages"), pelvic congestion ("significant pelvic congestion"), peripheral swelling ("swelling of her lower extremities"), inflammation ("inflammation"), malaise ("horrible malaise") and headache ("headaches"). The patient was treated with analgesics and surgery (fallopian tubes had to be removed). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device dislocation, back pain, vulvovaginal candidiasis, abdominal pain, abdominal discomfort, pelvic pain, genital haemorrhage, pelvic congestion, peripheral swelling, inflammation, malaise and headache outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, back pain, device dislocation, genital haemorrhage, headache, inflammation, malaise, pelvic congestion, pelvic pain, peripheral swelling and vulvovaginal candidiasis to be related to essure. The reporter commented: essure device was inserted without any apparent complications. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive for nickel toxicity, one of the essure components. Allergy index value was 5.4, its a positive allergy reaction1. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('positive test for nickel allergy') and device dislocation ('right side device appears displaced towards her torso') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination and pelvic venous thrombosis (during gestation). Concomitant products included levonorgestrel since 11-nov-2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced back pain ("pain in lumbar region"), vulvovaginal candidiasis ("constant infections / recurrent candidiasis"), abdominal pain ("strong abdominal pain") and abdominal discomfort ("abdominal discomfort"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("bilateral pelvic pain"), genital haemorrhage ("haemorrhages"), pelvic congestion ("significant pelvic congestion"), peripheral swelling ("swelling of her lower extremities"), inflammation ("inflammation"), malaise ("horrible malaise") and headache ("headaches"). The patient was treated with analgesics and surgery (fallopian tubes had to be removed) and essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device dislocation, back pain, vulvovaginal candidiasis, abdominal pain, abdominal discomfort, pelvic pain, genital haemorrhage, pelvic congestion, peripheral swelling, inflammation, malaise and headache outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, back pain, device dislocation, genital haemorrhage, headache, inflammation, malaise, pelvic congestion, pelvic pain, peripheral swelling and vulvovaginal candidiasis to be related to essure. The reporter commented: essure device was inserted without any apparent complications diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on 03-apr-2018: positive for nickel toxicity, one of the essure components. Allergy index value was 5.4, its a positive allergy reaction1. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: follow up was received from lawyer and this record was detected to be a duplicate to record # es-bayer-2020-014110 (medwatch 3500a MFR number 2951250-2020-00611) which will be deleted from bayer safety data base after all information was transferred to this record # es-bayer-2018-221771 which will be retained. New: new reporter added: lawyer. Patient initials amended, medical history, concomitant drug were added. Test data added. Essure treatment dates and indication were added. Events were added: allergy to metals, device dislocation, abdominal pain, back pain, abdominal discomfort, headache, peripheral swelling, pelvic congestion, genital haemorrhage, pelvic pain and inflammation based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('positive test for nickel allergy') and device dislocation ('right side device appears displaced towards her torso') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination and pelvic venous thrombosis (during gestation). Concomitant products included levonorgestrel since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced back pain ("pain in lumbar region"), vulvovaginal candidiasis ("constant infections / recurrent candidiasis"), abdominal pain ("strong abdominal pain") and abdominal discomfort ("abdominal discomfort"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("bilateral pelvic pain"), genital haemorrhage ("haemorrhages"), pelvic congestion ("significant pelvic congestion"), peripheral swelling ("swelling of her lower extremities"), inflammation ("inflammation"), malaise ("horrible malaise") and headache ("headaches"). The patient was treated with analgesics and surgery (fallopian tubes had to be removed) and essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device dislocation, back pain, vulvovaginal candidiasis, abdominal pain, abdominal discomfort, pelvic pain, genital haemorrhage, pelvic congestion, peripheral swelling, inflammation, malaise and headache outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, back pain, device dislocation, genital haemorrhage, headache, inflammation, malaise, pelvic congestion, pelvic pain, peripheral swelling and vulvovaginal candidiasis to be related to essure. The reporter commented: essure device was inserted without any apparent complications. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on (B)(6) 2018, positive for nickel toxicity, one of the essure components. Allergy index value was 5.4, its a positive allergy reaction1. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: follow up was received from lawyer and this record was detected to be a duplicate to record # (B)(4), (medwatch 3500a MFR number 2951250-2020-00611) which will be deleted from bayer safety data base after all information was transferred to this record # (B)(4), which will be retained. New reporter added: (B)(6). Patient initials amended, medical history, concomitant drug were added. Test data added. Essure treatment dates and indication were added. Events were added: allergy to metals, device dislocation, abdominal pain, back pain, abdominal discomfort, headache, peripheral swelling, pelvic congestion, genital haemorrhage, pelvic pain and inflammation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('positive test for nickel allergy') and device dislocation ('right side device appears displaced towards her torso') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination and pelvic venous thrombosis (during gestation). Concomitant products included levonorgestrel since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced back pain ("pain in lumbar region"), vulvovaginal candidiasis ("constant infections / recurrent candidiasis"), abdominal pain ("strong abdominal pain") and abdominal discomfort ("abdominal discomfort"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("bilateral pelvic pain"), genital haemorrhage ("haemorrhages"), pelvic congestion ("significant pelvic congestion"), peripheral swelling ("swelling of her lower extremities"), inflammation ("inflammation"), malaise ("horrible malaise") and headache ("headaches"). The patient was treated with analgesics and surgery (fallopian tubes had to be removed) and essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device dislocation, back pain, vulvovaginal candidiasis, abdominal pain, abdominal discomfort, pelvic pain, genital haemorrhage, pelvic congestion, peripheral swelling, inflammation, malaise and headache outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, back pain, device dislocation, genital haemorrhage, headache, inflammation, malaise, pelvic congestion, pelvic pain, peripheral swelling and vulvovaginal candidiasis to be related to essure. The reporter commented: essure device was inserted without any apparent complications. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive for nickel toxicity, one of the essure components. Allergy index value was 5.4, its a positive allergy reaction1. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: follow up was received from lawyer and this record was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2020-00611) which will be deleted from bayer safety data base after all information was transferred to this record # (B)(4) which will be retained. New: new reporter added: lawyer. Patient initials amended, medical history, concomitant drug were added. Test data added. Essure treatment dates and indication were added. Events were added: allergy to metals, device dislocation, abdominal pain, back pain, abdominal discomfort, headache, peripheral swelling, pelvic congestion, genital haemorrhage, pelvic pain and inflammation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise ("horrible malaise") and candida infection ("constant infections (candidiasis)"). The patient was treated with surgery (fallopian tubes had to be removed). Essure was removed. At the time of the report, the medical device removal, malaise and candida infection outcome was unknown. The reporter considered candida infection, malaise and medical device removal to be related to essure. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.